Event description:
It was reported that one week following surgery for replacement of the implantable neurostimulator (ins), the pt experienced a shocking or jolting sensation in the pocket and "unbearable" pain when the right lead was programmed and stimulation was on. The lead, lead/extension, and lead/extension/ins impedances were tested both in and out of pocket and were normal. Additional info has been requested, a f/u report will be sent if additional info becomes available. Reference MFR report #3004209178-2011-01753 regarding shocking and jolting sensation from previous ins.

Manufacturer narrative:
(B)(4).